Event description:
On 05/06/99 the account reported an axsym valproic acid result of 0.97 ug/ml which was questioned by the physician. The sample was repeated and a result of 79 ug/ml was obtained. The customer stated that the initial result of 0.97 ug/ml had a ll flag. There was no impact to pt mgmt due to the initial low result which was reported.